Manufacturer narrative:
From mfg. Report# (B)(4) was updated. Concomitant medical products: product ID: 8703, lot# j94142198, product type: catheter. (B)(4). Analysis of the pump, model# 8617l-18, sn (B)(4), found no significant anomaly. The battery depletion was assumed to be normal. The pump was received on (B)(6) 1997 and was placed on legal hold. On (B)(6) 2015, the pump was released from legal hold. The pump was unable to be interrogated because the battery is depleted. No further analysis could be performed.

Event description:
Information was received from a healthcare provider (hcp) regarding the delivery of unknown morphine (unknown concentration, 6mg/day) in an implantable infusion pump for non-malignant pain and failed back surgery syndrome. The patient was implanted with a replacement pump on (B)(6) 1997 and asked to go home shortly after regaining consciousness in the recovery room. The patient was monitored for 2-3 hours and was released to the family's care in a completely responsive state. The following day, the family called the hcp and indicated the patient experienced a period of prolonged drowsiness (from the time she came home from the hospital until late after noon the following day). At the time the hcp returned the family's phone call, the patient was eating and responsive. The hcp left instructions to call if there were any further developments and that he would be available to come the patient's home if necessary. The next morning, the hcp called the patient to inquire about her status. The phone call was returned an hour later with the report the patient passed away during the night. An autopsy was performed and the toxicology samples were sent for examination by the medical examiner's office. The results were never reported. Please refer to the original mfg. Report# (B)(4). History: cardiomyopathy, diabetes, and other health problems.